Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away secondary to retroperitoneal bleed. Whether the outcome was device or therapy related was not provided by the customer. No autopsy was performed. The device was not explanted.